Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included ventral hernia. Concurrent conditions included abdominal pain, anorexia and nausea. Concomitant products included atenolol from 2000 to 2017, cyanocobalamin since 2003, omeprazole since 2000 and paroxetine since 2000. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced iron deficiency anaemia ("blood or heart disorder/condition type: ID anemia") and tooth disorder ("dental problems"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/bilateral but more right than left, pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menopausal symptoms ("hormonal changes describe: menopause"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("other injury(ies) or complication (s) please describe:iron deficiency anemia, hair loss"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, menopausal symptoms, cystitis, iron deficiency anaemia, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, fatigue, iron deficiency anaemia, menopausal symptoms, menorrhagia, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: three coils were left visible. The essure device was placed on the patient's left side in similar fashion, with 1 coil left visible in the uterine cavity. Plaintiff wanted hysterectomy for menorrhagia and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 161.54 kgs. Computerised tomogram - on (B)(6) 2010: incarcerated small bowel and her ventral hernia. Lot number: 20227410 manufacture date: 2009-11,expiration date: 2012-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included ventral hernia. Concurrent conditions included abdominal pain, anorexia and nausea. Concomitant products included atenolol from 2000 to 2017, cyanocobalamin since 2003, omeprazole since 2000 and paroxetine since 2000. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced iron deficiency anaemia ("blood or heart disorder/condition type: ID anemia") and tooth disorder ("dental problems"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/bilateral but more right than left, pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menopause ("hormonal changes describe: menopause"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("other injury(ies) or complication (s) please describe:iron deficiency anemia, hair loss"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, menopause, cystitis, iron deficiency anaemia, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, fatigue, iron deficiency anaemia, menopause, menorrhagia, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: three coils were left visible. The essure device was placed on the patient's left side in similar fashion, with 1 coil left visible in the uterine cavity. Plaintiff wanted hysterectomy for menorrhagia and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Computerised tomogram - on (B)(6) 2010: incarcerated small bowel and her ventral hernia. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs & mr received. Lot number was added. New events added- pelvic pain, menopause, fatigue, menorrhagia, vaginal hemorrhage, bladder disorder, tooth disorder, , hair loss, iron deficiency anemia, dysmenorrhea, vaginal discharge, device monitoring procedure not performed, device expulsion were added. Patient's medical history, concomitant condition and concomitant drugs were added. Reporters were added. Patient's demographic details were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.